Event description:
It was reported the patient was on vacation and their stimulator stopped working. They were not feeling stimulation and now their legs were hurting. The patient usually sets their stimulation so they do not feel it because they do not like the feeling. They tried to use their patient programmer to check their therapy but the patient programmer would not power on despite changing the batteries. The patient had gone through the airport screener and thought that it had affected the patient programmer. They also saw a ¿call your doctor¿ icon but could not remember the code associated with it.

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).